Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient did not recharge the ipg as recommended. In turn, the ipg became inoperable and patient lost therapy. Surgical intervention occurred during which the ipg was explanted and replaced to address the issue.